Event description:
It was reported that during the implant procedure the physician was unable to obtain good lead position/placement and secure the lead to the atrial wall. A preformed atrial "j" lead was attempted with similar positioning/placement difficulties. The leads were removed and the physician chose to implant a single chamber device and no atrial leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analysed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.